Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set broke into two parts. This event occurred during patient infusion with unspecified chemotherapy medication. During patient infusion, the baxter infusion pump alarmed and the nurse unloaded the infusion set form the pump and clamped the tubing. The set broke in two parts; one end was clamped and the other was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and no visual defects were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.